Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by manufacturer: the complaint device was returned for evaluation. A kink was observed in the telescope assembly at 64 cm from femoral marker to the proximal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at distal. The impedance test found an electrical open circuit at the distal end of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image occurred. The opticross imaging catheter used to visualized 90% stenosed target lesion located in the moderately tortuous and none calcified left anterior descending artery. It was noted that during percutaneous coronary intervention, lost image occurred on the first pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole was observed at the sheath lap joint section of the device.